Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform distortion around leaflet 2, commissures 1 and 2 bent, and heavy calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect and 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a 4mm tear near commissure 2. Calcification was evident near the tear. The sewing ring was cut near commissure 3, and the wireform was exposed on commissure 2 and near leaflet 3 at the inflow aspect. Additional manufacturer narrative: customer report of calcification, stenosis, and thickened leaflets was confirmed. Report of central and paravalvular leak could not be confirmed through visual observations. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case patient factors such as age, patient history, and implant duration likely contributed to the event.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve was explanted due to severe aortic valve stenosis and moderate aortic insufficiency both central and paravalvular leak origin. Pre-operative transesophageal echocardiogram showed a 23mm aortic bioprosthesis was present. Leaflets appeared thickened and calcified. Acoustic shadowing from struts limited visualization of leaflets. There was a small, ill defined, mobile structure seen on lvot side of aortic valve that may represent vegetation or possible artifact. Transvalvular velocity was increased. There was severe stenosis. Moderate regurgitation with multiple jets, one central and the other probably perivalvular in origin. Mean gradient: 54mmhg. Peak gradient: 84mmhg.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause cannot be determined; however, patient factors such as age and progression of disease may have contributed to the event. A follow up MDR will be submitted when additional information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted thirteen (13) years, seven (7) months, twenty two (22) days, was explanted due to severe aortic valve stenosis and severe aortic insufficiency. The explanted device was replaced with a 23mm aortic pericardial valve. The patient also underwent re-do coronary artery bypass grafting x1 during the procedure. The patient was transferred to intensive care unit in guarded condition.